Manufacturer narrative:
The consumer reported that stability was achieved before prosthetic restoration, the consumer also reported that implant did not osseointegrate.

Event description:
The consumer reported that stability was achieved before prosthetic restoration, the consumer also reported that implant did not osseointegrate.